Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 18 june 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user started receiving sensor replacement alert on (B)(6) 2025, day 57 after insertion. In-house testing of sensor shows no issues with sensor functionality. A review of the raw sensor data showed optical instability. As a result, glucose data were blinded and consequently the sensor replacement alert was triggered. This transient optical instability could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel. The user was offered a sensor replacement as a resolution. B4.date of this report 16 sept 2025. G3.date received by the manufacturer? 16 sept 2025. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.